Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl due to needing to adjust settings with health care provider (hcp). Customer consumed carbohydrates to treat low bg. Recommendation was made to consult with hcp regarding adjusting the pump settings.